Event description:
Case reference number (B)(4) is a spontaneous report sent on 27-mar-2024 by a registered nurse concerning a 66-year-old female patient. The medical history of the patient included mrsa and ciprofloxacin allergy. The patient was not taking any concomitant medications. The patient had previously received treatment with xeomin on (B)(6) 2022, restylane defyne, restylane refyne and restylane contour on (B)(6) 2023, botox on (B)(6) 2023 and (B)(6) 2024 for cosmetic indication. The patient had received many other unspecified fillers from different providers previously. The patient was diagnosed with mrsa post injection by another provider following treatment with juvederm. On (B)(6)2024, the patient received treatment with 2 ml of restylane-l (lot 19883), 1 ml to each side of nasolabial fold and chin shadow/perioral lines (unknown injection technique and needle type). On (B)(6) 2024, in the evening, the patient experienced significant swelling (implant site swelling) on the left side of the face. She was nauseous (nausea) and had a fever (pyrexia) at night. On (B)(6) 2024, in the morning, the patient visited the hcp who reported that the left side of her face was visibly swollen, hot to the touch (implant site warmth), red (implant site erythema) and painful/slightly tender (implant site pain). The hcp reported that these symptoms were not close to the entry sites of the injection but were higher and more lateral on her face. While patient was in the office, the medical director and reporting hcp treated the patient with IV zofran [ondansetron] for the nausea and toradol [ketorolac tromethamine] for the pain and she was also started on bactrim [sulfamethoxazole, trimethoprim] 800-160 twice a day with the instructions to go to the hospital if symptoms did not improve by the evening. Subsequently, her symptoms worsened in the evening and the patient went to the hospital on (B)(6) 2023. While the patient was at the hospital, they performed a CT scan of the face and determined there was no abscess or evidence of vascular occlusion and the nasal swab for mrsa tested negative. Later, the patient was diagnosed with cellulitis (implant site cellulitis) of the face and was treated with IV vancomycin [vancomycin] while in the hospital. On (B)(6) 2024, the patient was sent home from the hospital with a peripherally inserted central catheter to continue treatment with an unspecified antibiotic and an oral steroid. As of (B)(6) 2024, the hcp reported that the symptoms had resolved except for a slightly tender red lumpy/mass (implant site mass) that was superior and lateral to the injection site and was 2 inches long and 2 inches wide. Outcome at the time of the report: cellulitis was recovered/resolved. Significant swelling was recovered/resolved. Hot to the touch was recovered/resolved. Red was not recovered/not resolved/ongoing. Painful/slightly tender was not recovered/not resolved/ongoing. Nauseous was recovered/resolved. Fever was recovered/resolved. Lumpy/mass was not recovered/not resolved/ongoing.

Manufacturer narrative:
Company comment: the serious event of cellulitis at implant site and the non-serious events of swelling, pain, erythema, warmth and mass at implant site, nausea and pyrexia were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical interventions and hospitalization to prevent permanent damage. The potential root cause is the treatment procedure. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid as restylane lidocaine but inconsistent with the reported product restylane. To this date, this is the only medical complaint reported for this lot number. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no. Corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2024 by a registered nurse concerning a 66-year-old female patient. The medical history of the patient included mrsa and ciprofloxacin allergy. The patient was not taking any concomitant medications. The patient had previously received treatment with xeomin on (B)(6) 2022, restylane defyne, restylane refyne and restylane contour on (B)(6) 2023, botox on (B)(6) 2023 and (B)(6) 2024 for cosmetic indication. The patient had received many other unspecified fillers from different providers previously. The patient was diagnosed with mrsa post injection by another provider following treatment with juvederm. On (B)(6) 2024, the patient received treatment with 2 ml of restylane-l (lot 19883), 1 ml to each side of nasolabial fold and chin shadow/perioral lines (unknown injection technique and needle type). On (B)(6) 2024, in the evening, the patient experienced significant swelling (implant site swelling) on the left side of the face. She was nauseous (nausea) and had a fever (pyrexia) at night. On (B)(6) 2024, in the morning, the patient visited the hcp who reported that the left side of her face was visibly swollen, hot to the touch (implant site warmth), red (implant site erythema) and painful/slightly tender (implant site pain) in nasolabial folds. The hcp reported that these symptoms were not close to the entry sites of the injection but were higher and more lateral on her face. While patient was in the office, the medical director and reporting hcp treated the patient with IV zofran [ondansetron] for the nausea and toradol [ketorolac tromethamine] for the pain and she was also started on bactrim [sulfamethoxazole, trimethoprim] 800-160 twice a day with the instructions to go to the hospital if symptoms did not improve by the evening. Subsequently, her symptoms worsened in the evening and the patient went to the hospital on (B)(6) 2023 and was hospitalized because the symptoms indicated there was some sort of infection (implant site infection). While the patient was at the hospital, they performed a CT scan of the face and determined there was no abscess or evidence of vascular occlusion and the nasal swab for mrsa tested negative. Later, the patient was diagnosed with cellulitis (implant site cellulitis) of the face and was treated with IV vancomycin [vancomycin] while in the hospital. On (B)(6) 2024, the patient was sent home from the hospital with a peripherally inserted central catheter to continue treatment with an unspecified IV antibiotic for a month and then 2 weeks of an oral antibiotic and an oral steroid. As of (B)(6) 2024, the hcp reported that the symptoms had resolved except for a slightly tender red lumpy/mass/granuloma (granuloma skin) in nasolabial folds that was superior and lateral to the injection site and was 2 inches long and 2 inches wide. On (B)(6) 2024, the patient reported that she had consulted a plastic surgeon regarding the lump who believed it was a granuloma. The plastic surgeon had not provided any treatment or instructions yet besides not to touch the lump. According to the patient, the plastic surgeon wanted the granuloma to resolve on its own which would take about 8 months. The plastic surgeon instructed the patient to gather any treatment information from the company and provide that information during her upcoming visit on (B)(6) 2024. Outcome at the time of the report: infection was recovered/resolved. Cellulitis was recovered/resolved. Significant swelling was recovered/resolved. Hot to the touch was recovered/resolved. Red was not recovered/not resolved/ongoing. Painful/slightly tender was not recovered/not resolved/ongoing. Nauseous was recovered/resolved. Fever was recovered/resolved. Lumpy/mass/granuloma was not recovered/not resolved/ongoing. Tracking list: v.0 initial. V.1 fu received on (B)(6) 2024 from the patient herself: additional reporter (patient) and event of infection added. Verbatim and coding of event implant site mass updated to granuloma skin. Batch record review investigation results were received on 17-may-2024.

Manufacturer narrative:
Company comment: the serious events of infection, cellulitis at implant site and the non-serious events of swelling, pain, erythema, warmth at implant site, granuloma skin, nausea and pyrexia were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical interventions and hospitalization to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid as restylane lidocaine. To this date, this is the only medical complaint reported for this lot number. To rule out a non-conforming product, a batch record review was performed. The results of the batch record review show that no potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.